Manufacturer narrative:
Concomitant medical products: 479888 lead implanted: (B)(6) 2021; dtpb2q1 crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited "ventricular sense response pacing on current electrograms (egm) inte rmittently".  "Ventricular pacing spikes with slight delay to noted r-waves" were also noted.  High thresholds were also observed.  The lead remains in use. No patient complications have been reported as a result of this event.